Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements and intermittent loss of capture, and detected an alert for rv automatic threshold detected as greater than programmed amplitude or suspended. The patient had intrinsic conduction at that time. Additional information was reported that the lead was later explanted and replaced due to high thresholds. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements and intermittent loss of capture and detected an alert for rv automatic threshold detected as greater than programmed amplitude or suspended. The patient had intrinsic conduction at that time. Additional information was reported that the lead was later explanted and replaced due to high thresholds. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis.